Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the balloon ruptured. No known patient complications reported.